Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged discrepant results generated on 3 patient samples when using a cobas® sars-cov-2 and influenza a/b nucleic acid test for use on the cobas® liat® system, when compared to the results generated with the genexpert cepheid system. The 3 initial patient samples generated sars-cov2 positive; flu a negative and flu b positive. Furthermore, the same 3 samples were retested with the genexpert cepheid system and generated negative results for all 3 targets. Both initial test results and the retest were reported to the patients. No harm is alleged. Per the FDA guidance three (3) mdrs will be filed one per patient. An investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4)

Manufacturer narrative:
Although requested the customer has not provided any data or information related to the allegation. Without any data, the investigation cannot determine if those samples are near the limit of detection (lod). No product issue was observed. The customer's allegation is substantiated. (B)(4).

Manufacturer narrative:
(B)(4).